Event description:
It was reported that the patient dropped by a customer support. The patient had a statlock foley that they pulled and tugged on. The patient was agitated or confused and pinched the foley tubing into the clamp, not allowing for proper drainage. The patient stated that this happened with multiple stalks. The package was already disposed of and the photo appeared to be (folo102). Representatives discussed the use of another product on the market, the dale catheter strap. This strap had no adhesive or plastic clamp and might be a safer option for an agitated patient, and it uses fabric and velcro.

Manufacturer narrative:
The reported event was confirmed use related as the "patient had a foley statlock that they pulled and tugged on because patient was agitated or confused and pinched the foley tubing into the clamp". Sample was not available for evaluation. No additional actions are needed since root cause was not identified. A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or non-adherent skin, or when the access device is not monitored daily. 3. Minimize catheter manipulation during application and removal of the statlock® device. 4. Daily maintenance: a. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. Application technique prep 2. Close lid, being careful to avoid pinching the catheter. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Removal technique disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock® device. Dissolve 3. Wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient dropped by a customer support. The patient had a statlock foley that they pulled and tugged on. The patient was agitated or confused and pinched the foley tubing into the clamp, not allowing for proper drainage. The patient stated that this happened with multiple stalks. The package was already disposed of and the photo appeared to be (folo1022). Representatives discussed the use of another product on the market, the dale catheter strap. This strap had no adhesive or plastic clamp and might be a safer option for an agitated patient, and it uses fabric and velcro.